Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a litholapaxy of ureter stone procedure. There was no patient information reported or able to be obtained. According to the complainant, the procedure was being finished up, after the stone had been crushed using laser, when the stone was enclosed within the basket. When the physician attempted to pull the device out, the distal portion, approximately 10 cm from the distal end, detached and remained in the urinary duct. The physician then used forceps to retrieve the detached device fragment and the stone enclosed within it. There was no health damage to the patient nor any other complications encountered.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(6).

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a litholapaxy of ureter stone procedure. There was no patient information reported or able to be obtained. According to the complainant, the procedure was being finished up, after the stone had been crushed using laser, when the stone was enclosed within the basket. When the physician attempted to pull the device out, the distal portion, approximately 10 cm from the distal end, detached and remained in the urinary duct. The physician then used forceps to retrieve the detached device fragment and the stone enclosed within it. There was no health damage to the patient nor any other complications encountered.

Manufacturer narrative:
Analysis of the returned zero tip nitinol stone retrieval basket revealed the basket was detached from the sub-assembly wire 12.5cm from its proximal side. Further visual evaluation noted the basket was deformed with all of the wires present and attached. The outer sheath was twisted for 27cm starting approximately 31cm from the distal end of the black heat shrink. The outer sheath was kinked and the outer layer of the distal green section was scraped off on one side. There was a torque mark present on the handle cap to indicate the application of the torquing process. The handle cannula was visible through the handle. A functional evaluation revealed the handle was actuated and the slide would function without resistance. The handle cap was removed and the cap was not tight. The sub-assembly wire was detached/separated at the splice cannula. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to procedural or anatomical aspects; therefore, the most probable root cause for this complaint is operational/physiological context.